Manufacturer narrative:
(B)(4). (B)(6). Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon opened a sterile device packaging and noticed it fractured. The surgeon noted that the internal packaging was damaged. Another device of different size was used to complete the procedure. Additional medical intervention was necessary to prepare the patient's femur for the next size stem. This process took less then thirty minutes. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by the review of photos. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.